Event description:
On (B)(6) 2012 the pump was refilled with normal saline. No patient symptoms were reported. The previous drugs were hydromorphone 6.5 mg/ml, .999 mg/day, and bupivacaine 20 mg/ml, 3.077 mg/day. Surgical observation on (B)(6) 2012 was that the catheter was sheared at the level of the lamina. The outcome was stated as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2008-(B)(6) explanted: unk; product typ catheter. (B)(4).